Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe drops at the end of the tubing when going through the fill tubing process. The customer reloaded the cartridge and successfully completed the fill tubing; however, the customer received a minimum fill notification. Reportedly, there was 120 units of insulin in the cartridge. The customer added insulin to the existing cartridge and completed the load process successfully. There was no reported impact to the customer's blood glucose level.